Event description:
It was reported that the device date and time would not update and error code 41786 displayed on start up a couple times. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.